Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 64 year old male with an indication for use of impella support for acute myocardial infarction and cardiogenic shock (ami/cgs), with a pre support clinical condition consistent with scai stage e cardiogenic shock, experienced multiple ventricular arrhythmias during hospitalization. The patient was initially implanted with an impella cp (620130) but was bridged to an impella 5.5. During clinical rounds, the patient developed vt/vf, requiring a single defibrillation shock. Overnight, the patient required multiple additional shocks while receiving amiodarone, lidocaine, and procainamide infusions. The device was subsequently repositioned, after which the patient converted to sinus bradycardia and the ventricular tachyarrhythmias subsided. Based on the information available, the ventricular tachyarrhythmias occurred in the setting of profound cardiogenic shock and were temporally associated with a deeply positioned impella 5.5. Arrhythmias improved following device repositioning. There is no evidence at this time to suggest a device malfunction; however, evaluation is pending. The patient survived

Manufacturer narrative:
Investigation summary ventricular fibrillation/tachycardia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.